Event description:
It was reported, physician's office indicated pt had pump refilled on (B)(6) 2010, and then the following day in the evening the pt's husband took pt to the local emergency room, as she was "very drowsy." According to pt's husband, this was not an unusual complaint for pt because of her oxygen demands. It was noted pt was on "forced 02." The physician was concerned that possibly the medication was not put in the pump refill port correctly. Under fluoroscopy, physician pulled out 10cc in a sterile fashion using a 20cc syringe and huber needle. The physician indicated he was satisfied that the drug indeed was in the pump, and replaced the 10ccs drawn out of the pump into the syringe and back into the pump in a sterile field. A catheter dye test was not performed nor was a rotor study done. The pt was on hydromorphone 17mg day, mg/cc unknown. The physician had cut pt's dose back to 15mg/day today to see if the drowsiness might stop. It was stated no dose increased was made upon her refill on (B)(6) 2010. The pt had seen physician today and was discharged from clinic after the pump-check. At the time of this report, no further details were reported. Additional info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).